Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: will be deflation.

Event description:
Patient reports right side "drooping and pain" and "concerned [they] are experiencing a deflation." Device remains implanted.